Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 leaks from the bottom of the unit with manufacturing years lists as 2007 and 2015 was not duplicated during testing. The unit 2007 unit s was physical condition was good and not believed to be involved in the complaint. The testing of 2015 unit was not confirmed. Preliminary action was take to replace sensor assembly because on the devices from 2007 the old ones were installed, the transparent ones. Device passed all pm testing.

Event description:
It was reported that a smiths medical fluid warmer has a leak from the bottom of the reservoir tank. No patient involvement.